Manufacturer narrative:
Corrected data: corrected g4 us regulatory awareness date to 8/14/2019.

Event description:
N/a.

Manufacturer narrative:
Corrected data: corrected g4 us regulatory awareness date to 8/14/2019

Event description:
N/a.

Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the base unit's handles out of adjustment. As a result, they were not holding. The link arm knobs were also missing their retaining clips. A review of the device's manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a2079 mayfield infinity xr2 base unit for service and repair because its plunger broke off.